Event description:
Overheating of the heated cushion due to interaction with memory foam. No client on the spa table at the moment it happened. The unit has been repaired on site. The product is now manufactured with another foam.